Event description:
It was reported that caller had to move charging cable around to charge pump. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.